Event description:
Caller reported that the control iq feature on their device turned off unexpectedly. The customer experienced a low blood glucose level, as indicated by the display showing "low." To address the low blood glucose, the customer consumed gummy bears and did not require third-party assistance. The control iq feature was turned back on by the customer. It was determined that the issue occurred due to user error, and the customer confirmed understanding after receiving education about the system. The system was verified to be operating properly, and the issue was resolved successfully with the control iq feature being restarted on the pump.